Manufacturer narrative:
Returned device was received in decent physical condition. The top case was chipped and cracked and the bottom case was damaged as well. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The fault was found to be that the main board was not seated into the groove of the extrusion and the lcd had lines missing pixels. The damage was consistent with impact from dropping the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical had display issues and motor running problems. There were no reported adverse events.